Event description:
The customer alleged there was a repair needed but did not elaborate. The nellcor puritan bennett factory service technician inspected the device and found during incoming evaluation that the volume and leak tests failed by more than 10%, replaced the cup seal and performed a level 2 pm as the vent was 10,000 hours over due. The unit passed extended service final testing. No further failure occurred during testing, and no other malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.